Manufacturer narrative:
72400024, balloon fgs 61-70 cm, device incontinence mechanical / hydraulic. 72404127, control pump fgs iz, device incontinence mechanical / hydraulic.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to urethral atrophy. No information about the patient outcome is available at the moment.